Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The left/right drive mechanism on the wratcheting screwdriver has failed. The der indicates no surgical delay was caused and no piece of instrumentation was left in the patient.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the ratchet control cap is frozen. Previous investigations found the root cause is attributed to a supplier assembly process. (B)(4) was implemented on january 10, 2011 to improve the design of the cap retention and the ratchet engagement. The returned sample was manufactured in 1999; before the design changes. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.